Event description:
A malfunction with code malf 16 was reported by the customer, who was using a pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as backup therapy and was informed about receiving a replacement pump with updated software. The customer followed instructions on returning the malfunctioning pump and acknowledged all necessary steps, including putting the pump into storage mode and shipping it back to tandem.